Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cylinders identified that one cylinders had a hole resulting in a leak that was consistent with sharp instrument damage. This cylinder outer tube was detached at the proximal end of the cylinder. The other cylinder had wear at a fold in the distal and proximal end, as well as a buckling fold in the middle of the cylinder body. A hole was found that was a result of wear from the input tube. Another hole was found that was consistent with sharp instrument damage. Both cylinders kink resistant tubing (krt) was worn down to the filament. The pump was found to be contaminated and was unable to be tested. No abnormalities were identified with the reservoir. Based on this information, the reported allegations were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent surgical intervention to explant the device due to the rupture of the cylinder. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent surgical intervention to explant the device due to the rupture of the cylinder. A new ipp was implanted. There were no patient complications reported.